Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was sued. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation due to stress urinary incontinence and intrinsic sphincter deficiency. It was reported that following surgery, the patient experienced significant bleeding. In addition, a hematology consultation was done on (B)(6) 2005 to rule out coaglulopathy such as von willebrands disease. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent hysteroscopy, d and c with polypectomy, and endometrial ablation on (B)(6) 2005 due to chronic menorrhagia with endometrial polyp and submucosal fibroid. No additional information has been provided. (B)(4).